Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported high blood glucose. The blood glucose reading was 470 mg/dl. Prior to the event, the patient experienced vomiting. The customer treated with insulin pump therapy. No further information was provided.